Event description:
It was reported that the pump declared an altitude alarm, which the customer had experienced previously with the same device. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Initially, the customer resumed insulin delivery using the original cartridge, but technical support later decided to send a replacement pump due to recurring issues. The customer received advice on cleaning the pump and was informed of precautions to prevent future alarms. They acknowledged instructions for storing the faulty pump and returning it via ups, as well as steps to follow upon receiving the replacement pump with updated software.